Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the unit on-site, where the issue was confirmed. To address the issue, the pull magnet and its bracket were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the issue with the failed internal leakage test. The replaced pull magnet and its bracket were returned for further investigation. Upon visual inspection, no abnormalities were detected in the returned pull magnet. The pull magnet was placed in a reference device for simulated use testing. During the simulated use testing, the device successfully passed the pre-use check (puc). Following this, the device underwent several hours of ventilation, during which it began to alarm for high respiratory rate, high airway pressure, and low expiratory minute volume. Despite multiple pucs being performed immediately after the alarm, all tests were passed, and no issues could be reproduced. To determine if there was any internal functional dysfunction of the pull magnet, the resistance of the pull magnet was measured. When compared to a reference pull magnet, no significant differences in resistance were observed. In conclusion, the device failed to meet its specification, and the cause of the reported issue is a defective pull magnet (safety valve). The precise root cause remains undetermined, as the failure in the internal leakage test could not be reproduced or identified at a deeper component level.

Event description:
Manufacturer's ref: (B)(4).